Manufacturer narrative:
No remedial action as no product related issue was determined. The non-integration / loss of osseointegration / removal / fracture are known inherent risks of the treatment with dental implants. The manufacturers trend analysis confirms that the reported failure rates associated with its dental implants is below the expected failure rates for this treatment as published in the scientific literature.

Event description:
This report summarizes 20716 reported events. This includes: patient problem codes: 503 x (B)(4) abcess, 0 x (B)(4) breast cancer, 0 x (B)(4) cancer, other, 632 x (B)(4) fistula, 0 x (B)(4) fracture, 0 x (B)(4) headache, 1528 x (B)(4) hemorrhage, 0 x (B)(4) hepatitis, 265 x (B)(4) hypersensitivity, 320 x (B)(4) failure of implant, 3810 x (B)(4) infection, 1702 x (B)(4) inflammation, 4672 x (B)(4) pain, 0 x (B)(4) heart disease, rheumatic, 348 x (B)(4) increased sensitivity, 1498 x (B)(4) swelling, 0 x (B)(4) tachycardia, 16571 x (B)(4) tissue damage, 0 x (B)(4) burning sensation, 0 x (B)(4) hiv, human immunodeficiency virus, 138 x (B)(4) sinus perforation, 5 x (B)(4) complaint, ill-defined, 0 x (B)(4) diabetes ketoacidosis, 86 x (B)(4) numbness. Device problem codes: 320 x (B)(4) fracture, 171 x (B)(4) difficult to insert, 0 x (B)(4) difficult to position, 64 x (B)(4) difficult to remove, 14300 x (B)(4) failure to osseointegrate, 0 x (B)(4) improper / incorrect procedure / method, 0 x (B)(4) component missing, 4904 x (B)(4) loss of osseointegration, 0 x (B)(4) detachment of device / device components, 962 x (B)(4) no known device problem, 0 x (B)(4) no information, 64 x (B)(4) carrier. Age range: 16 to 98. Gender breakdown: female: 7639, male: 8982, asked but unknown: 4095. These adverse events cover recognized complications of treatment with endosseous implants such as the loss of or failure to osseointegrate, removal or fracture of endosseous implants.